Manufacturer narrative:
Unit received with critical pump error (open book) and thump download unsuccessful due to moisture damage on electronics assembly stack pcba1 and pcba2. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump error. Unable to download firmware using crest due to download difficulties. Unable to verify pump error 35 alarm and partial display, missing segments anomalies due to critical pump error alarm. Unit received with moisture damage noted on, 40 pin flexible printed, electronics stack pcba1, pcba2, and motor. However, unit tested with reference test electronics stack pcba1 and pcba2, was able to boot up properly with no unexpected critical pump error alarm noted. The following were noted during visual inspection cracked battery tube threads, fading serial number label, missing display window cover and cracked case near belt clip rails. The unit p-cap / test reservoir locks in place properly. Critical pump error (open book image) alarm confirmed due to moisture damage. Pump exposed to moisture confirmed. Unable to verify pump error 35 alarm and partial display, missing segments anomalies due to critical pump error alarm medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 35, missing segments/partial display. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. General documentation the customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Pump error alarms customer reported receiving a pump alarm. Customer was not able to clear the alarm. Display flashing/white/blank/frozen/partial customer reported a partial display. Cust inserted a new fully charged battery and display did not return to normal or self test failed. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer response was the device will be returned.